Event description:
The albograft polyester vascular graft (amc1408 - 14 x 8 mm) was used during the procedure. The graft was implanted. When the proximal clamp was removed the surgeon noted that the graft was bleeding more than normal "as the graft would have a lot of small holes." The surgeon used a hemostatic agent and the graft remains implanted. No pictures or videos were taken during the procedure. No patient injury happened.

Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to either verify or confirm the failure. We also have not been able to contact the surgeon for further information despite several attempts. Our initial investigation has found that all of the lot release testing for lot 58817 had passed the requirements for lot release without any issues. We have secondarily researched other grafts from this lot and learned that (B)(4) grafts have already been implanted without reported issues. We also tested additional grafts from this batch (from inventory) and all lot release testing (blood permeability, water permeability, collagen content and crosslinking) passed our acceptance criteria. Therefore, the root cause of the failure remains inconclusive. However, it is an isolated incident since we were not able to identify any issues with other grafts from the same lot (including the same textile and crosslinking batch). Additionally, please note that no patient injury happened due to this incident.